Event description:
The customer reported that after delivering 6 shocks to a pt, the 7th shock was not delivered.

Manufacturer narrative:
The customer reported that after delivering 6 shocks to a pt, the 7th shock was not delivered. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.